Event description:
It was reported that the patient underwent a aus replacement surgery due to fluid loss. The existing aus was explanted and replaced with a new one. The explanted pressure regulating balloon (prb) was observed to have several holes in it. It is unknown if the explanted aus is being returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.